Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that two (qty.2) ar-9597-10, two (qty.2) ar-9597-20, and two (qty.2) ar-9676 angled reamer instruments are sticking. They occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 angled reamer, drive shaft lot number: 022338 was received for investigation. Visual evaluation of the returned device noted striations on both the proximal and distal ends of the device. It was further noted that there were nicks and dents on the shaft near the hudson-connection area. Functional testing was performed by attempting to insert the returned ar-9676 angled reamer, drive shaft into a known good ar-9597-10 lot number: 37622233. It was noted that the ar-9676 angled reamer, drive shaft was met with resistance and friction. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.